Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer did not treat their blood glucose. A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer did not treat their blood glucose. Caller stated that he had back surgery a few months ago and has been trying to whine himself off of ibuprofen and hydrocodone. The customer did not have tubing clamps with them to troubleshoot the issue. The customer will call back to troubleshoot the insulin pump. The customer did not return the product back for analysis. Caller stated that he had back surgery a few months ago and has been trying to whine himself off of ibuprofen and hydrocodone. The customer did not have tubing clamps with them to troubleshoot the issue. The customer will call back to troubleshoot the insulin pump. The customer did not return the product back for analysis.